Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received the sample for evaluation. Visual examination noted that there was a cracked chamber burette. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the reported condition could not be determined. A CAPA has been opened to address this issue.

Event description:
It was reported that a clearlink buretrol solution set leaked in the nicu. It is unknown during what process step this malfunction occurred. It is unknown if there was patient involvement. Additional information was requested and is not available.